Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt alarms. The patient also confirmed that one of the cables was detached from the electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been has been completed. The reported problem (check belt messages / damaged te) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te0) was detached from the dn. The cause of the check belt messages is the damaged cable and internal wiring. The root cause of the damaged cable and internal wiring cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and internal wires. The patient was issued a replacement electrode belt.